Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
The customer reported that prior to the initiation of an infusion, the nurse performed an adriamycin chemotherapy IV push without evidence of leaking at that time. The infusion was initiated and approximately 90 minutes later, as the nurse was disconnecting the tubing set from the patient, it was found that there was red/pink fluid that had leaked at the connection of the maxzero¿ . The nurse knew that this was the chemotherapy previously administered due to the fact that adriamycin is red/pink in color. There was no report of patient harm.

Event description:
The customer reported that prior to the initiation of an infusion, the nurse performed an adriamycin chemotherapy IV push without evidence of leaking at that time. The infusion was initiated and approximately 90 minutes later, as the nurse was disconnecting the tubing set from the patient, it was found that there was red/pink fluid that had leaked at the connection of the maxzero¿. The nurse knew that this was the chemotherapy previously administered due to the fact that adriamycin is red/pink in color. There as no report of patient harm.

Manufacturer narrative:
Concomitant medical products: 500ml baxter bag ndc (B)(4) lot number y272260 exp aug 19 0.9% sodium chloride; 250ml baxter bag ndc (B)(4) lot number y267815 exp oct 19 0.9% sodium chloride. The customer's report of a leak at the connection of the maxzero was confirmed. Upon visual inspection, no obvious damage to any of the components were observed. Functional testing identified leaking from the engagement between the primary set male luer and the mz valve. Microscopic inspection of the valve top noted a microchannel/scratch within the interior diameter was observed. The root cause of the leak was a microchannel/scratch within the interior diameter of the maxzero valve. The root cause of the microchannel which creates a fluid path is an equipment error during manufacturing of the valve.